Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the foreign bodies in the control unit jet tube and the distal end jet channel, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the control unit jet tube and the distal end jet channel of the subject device exhibited foreign bodies. There was no patient involvement.